Event description:
During a regular follow-up, 22 vf episodes (due to noise) were stored in the device memory. The patient reported that a large motor is near his workplace. The sensitivity was reprogrammed from 0.4mv to 0.6mv and follow-up observation will be continued.